Event description:
It was reported that the customer received a failed self test alarm. Her blood glucose levels were 400 mg/dl and 500 mg/dl. The customer's body was not reacting well to the insulin. The customer was also experiencing low blood glucose levels. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.